Event description:
It was reported that an m.blue plus (#fx824t) was implanted during a procedure performed on an unspecified date. The user's initial report does not indicate any product malfunction as the reason for explantation. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.

Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves, were determined. Permeability test: a permeability test has shown that all components are occluded. Computer controlled test: due to the blockage, it is not possible to perform a test on the computer test bench. Adjustment test: the valves were tested and both valves are adjustable in all pressure settings. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerance. Internal inspection: after dismantling of the valves, organic deposits were found in progav 2.0. To make the deposits in the valves more visible, they were colored with a staining solution. Results : we would like to point out once again that testing products that have been sent in dry is only of limited value. Dry residues of organic material can distort the test results. Based on our test results, we can confirm that all products are clogged. This is due to the fact that the products were stored/shipped in a dry condition. The investigation of the return shipment is complete with the preparation of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.